Event description:
It was reported that, six days after the implant procedure, the patient's right atrial (ra) lead dislodged while the swan-ganz catheter was being removed. The physician repositioned the ra lead, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).